Manufacturer narrative:
2 lots addressed in MDR -d tab updated: d4. Medical device lot #: 23095014, d4. Medical device expiration date: sep.02.2026, h4. Device manufacture date sep.02.2023, d4. Medical device lot #: 23055210, d4. Medical device expiration date: may.11.2026, h4. Device manufacture date may.08.2023. The customer reported the slide clamps were not preventing flow, and returned two used samples of material 2477-0007, lots 23095014 and 23055210. Upon initial visual examination, the set had no defects or abnormalities. The set was then primed with water through both of the spikes, and flow was switched on and off using the slide clamps. Each time, the slide clamp was able to prevent the flow and the issue was unable to be replicated. The complaint was not verified. The root cause for the issue is unknown. Our clinical team was involved with investigation, and recommended the following: ensure clamp is fully engaged, a sideways/diagonal clamp may not engage fully and allow backflow do not let the drip chamber overfill with blood. High resistance in the line may cause issues with the clamp. A device history record review for material# 2477-0007 and lot# 23055210 was performed. The search showed that a total of 43,203 units in 1 lot number was built on 11may2023. A device history record review for material# 2477-0007 and lot# 23095014 was performed. The search showed that a total of 43,203 units in 1 lot number was built on 02sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information. Verbatim#: it was brought to my attention from the infusion management team this morning that 2 bd pump infusion blood sets was defective. The issue was that the slide clamps next to the bag spike were not blocking the fluid, therefore causing a leakage. The 2 defective blood sets have different lot numbers.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking the following information was received by the initial reporter with the following : it was brought to my attention from the infusion managment team this morning that 2 bd pump infusion blood sets was defective. The issue was that the slide clamps next to the bag spike were not blocking the fluid, therefore causing a leakage. The 2 defective blood sets have different lot numbers.